Event description:
Reportedly, the customer alleged intermittently the pump software did not accurately adjust the amount of insulin delivered. On (B)(6) 2025 customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Due to the low bg the customer lost consciousness and experienced a car accident. Customer went to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and sugar and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown.